Event description:
The following was reported to davol: it was reported that the surgeon hydrated the ventralight st mesh, then rolled and placed down trocar. Once placed into abdomen, he went to unroll mesh and it stuck together. The surgeon removed the mesh and placed another piece of ventralight st with no issue. There was no pt injury as a result of this event.

Manufacturer narrative:
The mesh was returned folded in half toward the hydrogel side of the mesh and was found to be in a highly contaminated state. Prior to decontaminating the mesh, it was unfolded and damage to the hydrogel barrier was observed. Visual examination detected a void in the hydrogel barrier. Info regarding the surgeon's technique was not provided. The IFU for this device prescribes that the ventralex st should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, (they were) attach the sutures to the ventralight st before hydration. The prosthesis must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight st mesh. Insert the prosthesis through the trocar using a rigid instrument such as non-serrated, 5mm forceps; do not over force the prosthesis through trocar. If ventralight st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace and retry with the next available larger sized trocar. Based on the received condition of the device a definitive root cause cannot be determined as to why the device was difficult to deploy.